Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic was straight. The procedure was completed in the same day. Additional information has been requested and received stating that the event occur when the lens was loading. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).